Manufacturer narrative:
(B)(4). Method: the device was reported as not available for return and analysis. The reporter was unable to provide a lot number; thus, the device history record (DHR) review cannot be conducted. Results: as the device and lot number were unavailable for analysis, no methods were performed. Therefore, results cannot be obtained. Conclusions: the device was not returned to halyard for evaluation, therefore we are unable to determine the cause for the reported event. Limited information was provided by the reporter. Multiple attempts were made to obtain additional information without success. Per the instructions for use (IFU) there are several factors that may affect the flow rate including fill volume, temperature, viscosity of the drug solution, pump position, storage time and external pressure. The IFU also specifies, "delivery accuracy: when filled to the labeled volume, flow accuracy is ± 15% of the labeled infusion rates when infusion is started 0-8 hours after fill and delivering normal saline as the diluent at 88°f (31ºc) with the pump positioned 16 inches (40 cm) below the catheter site." Information from this incident has been included in our product complaint and MDR trend reporting systems. Trend information is used to identify the need for additional investigations.

Event description:
Flow rate: 2ml/hr + 2ml/hr. Procedure: breast augmentation ((B)(6) 2015). It was reported that an infusion ended sooner than expected with the use of a pump. The patient reported that the pump emptied the day after surgery, on (B)(6) 2015. The patient was seen by the physician on friday, (B)(6) 2015 at approximately 11:00am and the nurse reported that the pump still appeared full. The patient reported that the pump emptied by late afternoon on (B)(6) 2015. The patient did not notify the physician about the pump emptying sooner than expected until the patient's follow-up appointment on wednesday, (B)(6) 2015. No patient injury was reported. The patient discarded the pump and it is not available for return.